Event description:
Surgeon revised a makoplasty unicondylar patient to a total knee arthroplasty. The surgeon stated that this patient was revised due to loosening of the onlay tibial base plate. He stated that the bone cement was affixed to the patient's bone but had completely detached from the onlay baseplate. The date of the original makoplasty case was (B)(4) 2010.

Manufacturer narrative:
The revised implants were not returned for investigation. Mako requested the post-op x-rays for record review. Due to the lack of evidence and that the x-rays have not yet been reviewed, the root cause of the issue is still undetermined. There is no evidence indicating a failure of the implant or the rio system.